Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/20/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the patient did not know when the reaction started; however, upon removal of the sensor on approximately (B)(6) 2017, they noticed the area had a red spotty rash under the sensor adhesive patch. The patient saw an allergy specialist around (B)(6) 2017 and was prescribed ranitidine and over-the-counter zyrtec to treat the affected area. Additionally, the patient indicated that they have multiple allergies to adhesives and their pump that they are using. At the time of contact, the patient did not have any rashes present. No additional patient or event information is available.